Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
Promus premier china registry. It was reported that angina occurred which requires medication. In (B)(6) 2019, the subject was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending artery (lad) extending up to middle lad with 80% stenosis and was 28 mm long, with a reference vessel diameter of 2.75 mm. The target lesion was treated with pre-dilatation and placement of a 2.75 mm x 32 mm promus premier stent system. Followed post-dilatation, the residual stenosis was 10%. Three days after, the subject was discharged on clopidogrel and cilostazol. In (B)(6) 2023, the subject experienced anginal symptoms. Ten days later, the subject was hospitalized and was diagnosed with angina pectoris. At the time of event the subject was on clopidogrel and cilostazol. Medication was given to treat the event. Five days later, the event was considered to be recovered/resolved, and the subject was discharged from the hospital.